Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up MDR will be submitted when the investigation is completed.

Event description:
The account stated that the architect i2000sr analyzer has generated a false positive b-hcg reagent on a male patient. The account then found 3 static spike readings that did not generate any exceptions in the logs. The initial result was positive at 535.98 iu/ml. The sample was retested and the result was negative at < 1.2 iu/ml. The qc was in range. Another sample was drawn from the patient and the result was confirmed to be negative. The account is concerned because the analyzer did not generate errors due to the static readings. There was no adverse impact to patient management reported.